Event description:
Related manufacturer reference number: 2017865-2022-42425. Following the advisory for premature battery depletion with the implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. It was also reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise leading to over-sensing, inappropriate automatic mode switch and pacing inhibition. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abraded region consistent with friction to the device can.